Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient was not feeling stimulation or getting relief from therapy since the friday prior to the report. It was noted the patient could not get the patient programmer to show the setting as the patient did not know how to use the equipment. Patient services assisted the patient with using the patient programmer and the therapy was on and the setting was group a. The patient increased stimulation to 2.40 volts and was feeling stimulation after. Relevant medical history included spinal pain. No causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.